Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Event description:
Reviewer¿s comments: interim records from (B)(6) 2003 to (B)(6) 2009 are not available for review to know the health status of the patient. (B)(6) 2009: complained of burning and frequency to urinate, tender overactive bladder. Per pfs, the outcome attributed to the device ¿pain, urinary problems and dyspareunia after mesh placement¿ (medical records are not available to substantiate these complaints). Reviewer's comment: no further gynecological records are available for review after (B)(6) 2009 to know the health condition of the patient.